Manufacturer narrative:
Device evaluation: one cadd legacy pump was returned for investigation in used condition. The customer's reported product problems (continuous beeping, damaged rear top label, and damaged lcd connector) were confirmed during visual inspection and functional testing. The pump was beeping continuously, and half of the lcd screen was not displaying. Visual inspection also revealed that the pump had a broken internal real time clock lithium battery, a broken lcd flex strip, and broken front and rear cases. The customer reported product problems were attributed to physical damages that were caused by the customer. A user interface issue was therefore established as the root cause. To address the reported problems, the following damaged pump components were replaced: microprocessor unit board, lcd, front and rear housing.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited continuous beeping, had damaged rear top label and damaged lcd connector. No adverse effects were reported.